Event description:
It was reported that customer experienced ongoing, intermittent low blood glucose episodes, with the lowest bg value reported as 42 to approximately 50 mg/dl. Reportedly, due to the lows the customer also experienced 2 seizures on (B)(6) 2025 where her spouse provided assistance by providing the customer with a glucose injection and on (B)(6) 2025 which the customer was able to treat by herself without assistance. Tandem technical support performed troubleshooting with the customer and confirmed the pump was functioning appropriately. Reportedly, the customer addressed the ongoing low issue with their health care provided who ultimately made 'significant changes" to their pump settings to address and resolve the ongoing issue.